Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that after a coronary artery bypass procedure, the access rail on the acrobat-I stabilizer was not detaching from the retractor on the ultima activator ii reusable drive mech. The same device was used to complete the procedure. The hospital did not report any patient effects.